Event description:
The pt fell. Afterward the pt experienced a burning sensation at the implantable neurostimulator location. The implantable neurostimulator recharger had trouble communicating. The pt was seen in clinic. No recharge efficiency bars were noted. The implantable neurostimulator and pt and physician programmer were able to communicate. The pt had a computerized tomography scan (results not known). The device was not flipped. The pt had lost a lot of weight since implant. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.